Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode had high shock impedances that were within range. During a procedure to replace a pulse generator, the physician successfully repositioned the electrode. The electrode remains implanted and is attached to a new pulse generator and is working properly. There were no additional adverse patient effects.